Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 450 mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer's parent also reported that the customer woke up with a high blood glucose of 450 mg/dl on (B)(6) 2017 and a blood glucose reading of 350 mg/dl on (B)(6) 2017. During high blood glucose troubleshooting, the customer's parent stated that the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues and declined to check if the device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer's parent reported that the customer insulin pump alarmed motor error and troubleshooting was performed and completed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Unit passed delivery accuracy test. Unit received with cracked case at display window corners, cracked reservoir tube lip, cracked lcd window and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Unit passed dat test at 0.0886 inches. Unit received with cracked case at display window corners, cracked reservoir tube lip, cracked lcd window and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.